Event description:
Additional information was received from a foreign healthcare provider via a distributor on (B)(6) 2024. As of (B)(6) 2024, the infection in the previous adverse event had healed. The pump was exposed through the abdominal pump skin incision. For this procedure, the pump was to be removed once and if there is a request, it would be implanted again on the contralateral side. Regarding pump exposure from abdominal pump incision, the causal relationship to the pump was related and unrelated to the drug, catheter, programming, or procedure. Additional information was received from a foreign healthcare provider via a distributor on (B)(6) 2024. Culture specimens were previously collected during the hematoma removal and debridement procedures. Regarding the report of the sutures having been removed, it was clarified that sutures were used during the hematoma removal and debridement procedures. It was further reported that the pump seems to be explanted; however, the date of explant was unknown. There was no notification of return to the manufacturer regarding the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributer. The pump and catheter remain in use. The removal of the devices is not planned at the moment.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributer (dist). It was reported that mrsa was detected in all culture specimens submitted during surgery. The causal relationship with the drug was unrelated. The causal relationship with the catheter, pump, programmer, and procedure were noted as no or none. On (B)(6) 2024, the patient's postoperative course was fine, the sutures were removed last week. Daptomycin was initiated for an infection around an artificial object and would be administered for 6 weeks.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. After reducing the dose to 100 g/day, the pump was removed on (B)(6). Instead, lioresal was administered orally, zeomine was started on (B)(6). After removal, minocycline was used for one week to prevent infection. Subsequently, there was no infection at the wound site, so the patient was discharged from the hospital in (B)(6). The spasticity symptoms were not controlled as much as the itb, so it was necessary to consider performing peripheral nerve reduction surgery. The physician believed that the symptoms of pump pockets are caused by a predisposition to allergies, and that this may be due to repeated inflammation caused by metal allergies or similar. The outcome of the suspected abdominal pump infection was recovered as of (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributer. It was reported that the device seemed to be explanted, however, the explant date was unknown as no notification of return was sent. It was clarified that the referenced "surgery" where cultures were taken and suture removal were in relation to the hematoma removal and debridement procedures. No further information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving gabalon (600 mcg/day, unknown concentration) via implanted infusion pump indicated for epidural abscess. It was reported that on 2024-may-08, during a refill, redness and swelling were observed in the area slightly to the side of the pump drug inlet. Blood tests and others were normal, and it did not interfere with the procedure, but a plastic surgeon would be consulted due to concern. There was no causal relationship to drug, pump, catheter, programmer, and procedure. No further information was reported. Additional information was received from a foreign healthcare provider (hcp) via a distributer (dist). It was reported that the cause of the redness and swelling was asked, but unknown. It was unknown if there were any actions/interventions performed to resolve the issue. It was unknown if the issue had resolved. Additional information was received from a foreign healthcare provider (hcp) via a distributer (dist). It was reported that the patient had a hematoma removal (not yet to the pressure sore) with debridement. Due to the enlarged redness and swelling in the area slightly to the side of the pump drug inlet. Due to the number of punctures increasing because the number of refills had increased; the cause might be that the bleeding from the punctures at that time had accumulated. The causal relationship with the procedure was reported as may be related.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributer (dist). It was reported that the infection healed. Subsequently, a pump was implanted on the contralateral side on (B)(6) 2024 and the progress was monitored.